Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. A63342) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("chronic blood loss anemia,"), dysmenorrhoea ("dysmenorrhea") and uterine enlargement ("enlarged uterus"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, iron deficiency anaemia, dysmenorrhoea and uterine enlargement outcome was unknown. The reporter considered dysmenorrhoea, iron deficiency anaemia, menorrhagia and uterine enlargement to be related to essure. Lot number: a63342 manufacturing, date: 2012-10, expiration date: 2015-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. A63342) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("chronic blood loss anemia,"), dysmenorrhoea ("dysmenorrhea") and uterine enlargement ("enlarged uterus"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, iron deficiency anaemia, dysmenorrhoea and uterine enlargement outcome was unknown. The reporter considered dysmenorrhoea, iron deficiency anaemia, menorrhagia and uterine enlargement to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.